Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer was advised to reboot the system. The system was found to be working as intended following each reboot. The customer decided to use the system and call back if the problem recurs. The system was put back into service.

Event description:
It was reported that the system would not fluoro. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.